Event description:
Clinical engineering has received about 4 b450 monitors with the same complaint where shows error indicating to replace the battery.

Event description:
Clinical engineering has received about 4 b450 monitors with the same complaint where shows error indicating to replace the battery.